Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The rep reported that the patient's spouse contacted them on (B)(6)2018 reporting that the patient was in the hospital over the weekend and it was decided that it was a parkinsons problem. The rep reported that the patient had been falling a lot and could not seem to get what they wanted. The rep reported that the patient would reach too far and then fell because they "forgot to bring their feet along." No device issues reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are : product ID: 64002, lot# n330393, implanted: (B)(6) 2012, product type: adapter; product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 3389-40, lot# j0564075v, implanted: (B)(6) 2006, product type: lead; product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 3389-40, lot# j0555401v, implanted: (B)(6) 2006, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating that there was no problem with the device. Patient had increased their carbidopa 25/levodopa 100mg to three times a day and has seen some improvement. It was reported that they thought the patient was dehydrated which could have led to them falling a lot, however patient was not dehydrated. It was stated that they had started to increase the patient's parkinson's meds, will start the next level of galantamine. It was also reported that the falling was never totally resolved, they use a wheel chair when patient comes home to avoid falling.